Manufacturer narrative:
A review of tickets determined no additional complaints for lot 95015ui00 and no trends were identified for the complaint issue. A review of the customer's provided attachments did not show any discrepancies with the reaction graphs. Return testing was not completed as returns were not available. Specificity testing was performed with a retained kit of lot 95015ui00 and all specifications were met indicating the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Labeling was reviewed which adequately addresses the current issue. Based on the investigation no product deficiency was identified for the architect tsh reagent, lot 95015ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely depressed architect tsh results on one patient. The results provided were: on (B)(6) 2019 sid (B)(6) = 0.31miu/ml / new sample, same patient tested on (B)(6) 2019 sid (B)(6) =12.629miu/ml / lab retested sid (B)(6) on (B)(6) = 13.18miu/ml / again retested on (B)(6) = 13.18 / 12.29miu/ml. There was no reported impact to patient management. Patient has a history of thyroid issues, unknown exact thyroid problems.